Manufacturer narrative:
The local area field representative was contacted for additional information. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that right ventricular (rv) defibrillation lead was explanted and replaced due to loss of capture (loc). No additional adverse patient effects were reported. This rv lead was returned for analysis.

Event description:
It was reported that right ventricular (rv) defibrillation lead was explanted and replaced due to loss of capture (loc). No additional adverse patient effects were reported. This rv lead was returned for analysis.

Manufacturer narrative:
The local area field representative was contacted for additional information. If information is provided in the future, a supplemental report will be issued. -- upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.